Event description:
Subsequent to the initial medwatch report, additional information was received for the first proglide device. It was noted the link suture was attached to the anterior needle but no blue suture indicating a posterior cuff miss.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a superficial femoral artery/popliteal artery interventional angioplasty procedure. Reportedly, on removal of the needles the link suture was attached to the anterior needle, but no blue suture was present. The guidewire was re-introduced, when the proglide was withdrawn the suture was retrieved outside of the track and with the knot unformed. Another proglide was deployed and on removal of the needles, the link suture was attached to the anterior needle and there was no blue suture. When the proglide was removed it was noted that the suture was still housed in the proglide. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicated that both cuffs successfully captured the needles during needle deployment, but the link was pulled from the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture as reported. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence of a product deficiency.